Manufacturer narrative:
Reported event of sensing problem was not confirmed. Reported event of high impedance was not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to sensing or impedance problem.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the ventricular leadless pacemaker (lp) was attempted to be placed however, the device could not cross the tricuspid ring. The physician elected to abort the placement of the ventricle lp and attempt to implant the atrial leadless pacemaker (lp). During mapping decent numbers were observed however while fixating poor sensing and high impedance were present. When capture threshold testing was attempted the patient went into wenckebach and stopped when the test was complete. The physician decided to remove the atrial lp and implant a transvenous ppm system. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.